Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a device, infusing epinephrine and levophed, unexpectedly shut off. The event occurred during a separation from cardiopulmonary bypass. The customer stated that no further information was available regarding the event.